Manufacturer narrative:
The product was returned for evaluation. Based on the evaluation, the complaint was confirmed as the rapid flap clamps were found to have been broken during surgery. The most-likely, underlying cause was determined to be excessive force applied to the clamp during insertion. There are no indications of manufacturing defects. This is supplemental report 2 of 3 for the same event. Supplemental reports 1 & 3 are reported on MFR ##0001032347-2016-00206-2 and 0001032347-2016-00208-2.

Manufacturer narrative:
The product was returned for evaluation. This is supplemental report 2 of 3 for the same event. Supplemental reports 1 & 3 are reported on MFR #0001032347-2016-00206-1 and #0001032347-2016-00208-1.

Manufacturer narrative:
This lot contained two (2) of the four clamps in question. This is a resorb-able product; therefore, permanent impairment is not expected to occur from remaining implanted in the patient. Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two 2 of three (3) for the same event. Reports 1 and 3 are reported on MFR #0001032347-2016-00206 and 0001032347-2016-00208.

Event description:
It was reported that four (4) lactosorb rapidflap clamps broke during surgery. The parts remain in the patient's body.